Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient underwent a pump exchange from one lvad to another lvad due to suspected thrombus. It was also reported that the power was slightly elevated. Additional information received advised that it is believed that the patient thrombosed due to patient skipping anti-coagulation doses. The manufacturer received user facility report (B)(4).

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report (B)(4) was received from the (B)(6) registry.